Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part #: 07.704.005s, lot#: dsd7640 (sterile) - norian drillable inject 5cc - sterile. Quantity (B)(4). Inspection sheet for incoming final inspection (B)(6) met inspection acceptance criteria. Certificate of conformance received from dsm biomedical inc. Meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: supplier (B)(6). Packaged by: (B)(4). Manufacturing date: 18-nov-2016. Expiration date: 28-jan-2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for a left tibia plateau fracture on (B)(6) 2017, the surgeon was unable to use the norian drillable inject 5cc-sterile device. The surgeon had successfully completed implanting the synthes proximal tibia plate and screws for final fixation and was preparing to use the norian drillable inject when the solution syringe disengaged from the rotary pouch injection port. The tip of the syringe has a luer lock that connects to the injection port. The luer lock came apart from the syringe and caused the syringe to detach from the injection port. There was no issue with the injection port, only the syringe. A small amount of the solution did not get injected into the powder compartment. The solution that did get injected into the powder compartment became clumped and could not be used. The norian drillable inject did not get introduced into the sterile field. The surgeon switched to cancellous bone chips and dbm (demineralized bone matrix) instead. There was a 2 minute surgical delay. The procedure was completed successfully and the patient was reported as stable. This report is for one (1) norian drillable inject 5cc sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: there was some slight malformation of the threads of the syringe. The remainder of the product as returned was examined. The device was obviously used and in the expected configuration. The syringe and reciprocal luer lock were examined. There was some slight malformation of the threads of the syringe. The malformation did not appear to be a manufactured issue, but rather an attempt to apply force at an angle less than perpendicular when connecting luer. It is likely, but not verified, that the syringe had an incomplete lock as a result of being forced onto luer by user at an incorrect configuration. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.